Event description:
It has been reported to philips that the allura system had a bootup error. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Review of the system log file showed malfunctioning of frontal ippc. Upon functional testing, fse found that the boot up failure was due to the gpdu (power distribution unit) connection error. Fse reseated the host and gpdu network cable. After reseating the cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.